Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-13771, 3006705815-2019-04850. It was reported patient was having ineffective coverage of pain relief from the time the device was implanted. Multiple programming attempts have been made and still the therapy was ineffective. As a result patient's scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.